Event description:
It was reported that the patient was not getting adequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event. Explant date: (B)(6) 2021.